Manufacturer narrative:
Continued from section g3: report source-other: medwatch 1000870000-2019-8030. Investigation evalution: our laboratory evaluation of the product said to be involved could not confirm blue hook detachment, however, confirmed the report based on premature deployment of one band. The trigger cord attached to the barrel with five bands was the only portion included in the return. The loading catheter was not included in the return which prevented a complete evaluation. The two-way handle and irrigation adapter were also not included in the return. During a visual examination of the trigger cord, it was observed that it appeared to have been cut approximately 124 cm from the distal end. The cut portion of the trigger cord was not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the entire product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." One (1) band appeared to have deployed prematurely. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The device and endoscope were outside of the patient to load the complaint device. When they were loading the trigger cord, the blue hook of the loading catheter broke off into the endoscope channel. The trigger cord was able to be removed, but the blue hook is lodged in the olympus endoscope, which has been sent for repair. The user switched endoscopes and the procedure was able to be completed successfully with another of the same device. Medwatch 1000870000-2019-8030 was received on (B)(6) 2019: "while setting up for deployment to treat esophageal varices, the band coiled up and retracted into endoscopy scope pcf #72. The scope and bander were no longer functional, since the band clogged up the scope. We switched to another scope and different bander to complete the procedure. There were no patient complications." Additional information was received on (B)(6) 2019: it was the blue hook of the loading catheter, not the bands that were stuck. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Report source-other: medwatch (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The device and endoscope were outside of the patient to load the complaint device. When they were loading the trigger cord, the blue hook of the loading catheter broke off into the endoscope channel. The trigger cord was able to be removed, but the blue hook is lodged in the olympus endoscope, which has been sent for repair. The user switched endoscopes and the procedure was able to be completed successfully with another of the same device. Medwatch (B)(4) was received on 24-jul-2019: "while setting up for deployment to treat esophageal varices, the band coiled up and retracted into endoscopy scope pcf #72. The scope and bander were no longer functional, since the band clogged up the scope. We switched to another scope and different bander to complete the procedure. There were no patient complications." Additional information was received on 01-aug-2019: it was the blue hook of the loading catheter, not the bands that were stuck. This occurred prior to patient contact; there was no impact to the patient.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The device and endoscope were outside of the patient to load the complaint device. When they were loading the trigger cord, the blue hook of the loading catheter broke off into the endoscope channel. The trigger cord was able to be removed, but the blue hook is lodged in the olympus endoscope, which has been sent for repair. The user switched endoscopes and the procedure was able to be completed successfully with another of the same device. Medwatch (B)(4) was received on 24-jul-2019: "while setting up for deployment to treat esophageal varices, the band coiled up and retracted into endoscopy scope pcf #72. The scope and bander were no longer functional, since the band clogged up the scope. We switched to another scope and different bander to complete the procedure. There were no patient complications." Additional information was received on 01-aug-2019: it was the blue hook of the loading catheter, not the bands that were stuck. Additional information was received on 14-oct-2020 indicating the blue book was placed directly next to the trigger cord knot during preparation (against the instructions for use). This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Continued from section g3: report source-other: medwatch (B)(4) investigation evalution: our laboratory evaluation of the product said to be involved could not confirm blue hook detachment, however, confirmed the report based on premature deployment of one band. The trigger cord attached to the barrel with five bands was the only portion included in the return. The loading catheter was not included in the return which prevented a complete evaluation. The two-way handle and irrigation adapter were also not included in the return. During a visual examination of the trigger cord, it was observed that it appeared to have been cut approximately 124 cm from the distal end. The cut portion of the trigger cord was not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Investigation conclusion: we could not conduct a complete investigation because the entire product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received from follow-up questions response confirmed that the user places the knot of the trigger cord directly beside the blue hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." One (1) band appeared to have deployed prematurely. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the instructions for use was not followed, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.